Event description:
It was reported that the patient presented in the emergency room. Upon device interrogation and reviewing of electrocardiogram (ECG), the right atrial (ra) lead exhibited loss of capture. Chest x-ray confirmed that the ra lead had dislodged. The lead was repositioned on (B)(6) 2024. The patient was in stable condition.